Manufacturer narrative:
The device was not returned to olympus for evaluation, as the device was retained by the user facility. The exact cause of the reported event could not be determined at this time. However, based on similar reported events, the operator¿s technique cannot be ruled out as a contributory factor of the reported event. The instruction manual warns, ¿always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop align working element and sheath parallel to one another before proceeding.¿

Event description:
Olympus received a medwatch report ((B)(4)) on june 11th, 2018 which states, that during an unspecified procedure, the tip of the device broke off and was retained in the patient¿s bladder. The user facility further reported that it is unknown when the tip of the device broke off. The intended procedure was completed using the same device. There was no delay in the procedure. The tip of the device was surgically removed and resulted in the patient to have an extended stay. There was no patient injury reported. It was unknown if the user facility inspected the device prior to procedure.